Manufacturer narrative:
Analysis of the pump identified a stall due to shaft-bearing with corrosion and/or wear and/or lubrication in the gear train.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving hydromorphone [15.0mg/ml] at a rate of 9.985mg/day and bupivacaine [3.0mg/ml] at a rate of 1.9970mg/day via intrathecal drug delivery pump. The indications for use of the pump were non-malignant and chronic pain. It was reported that the patient presented to the physician with her pump alarming and early opioid withdrawal-like symptoms. The change in therapy/symptoms was considered sudden. The physician interrogated the pump and read the logs. It was stated that the pump signaled that a motor stall had occurred on (B)(6) 2016 at 6:10pm but did not indicate that a recovery had occurred. The physician programmed a bolus dose, which lessened the patient's symptoms and decreased the pump reservoir volume; however, the alarm continued and a recovery never appeared in the logs. The withdrawal symptoms returned, and the physician called the manufacturer representative. There were no environmental, external, or patient factors that may have led or contributed to the issue; the patient had not recently had an MRI. The cause of the motor stall was not determined. It was indicated that the pump had been nearing end-of-life and the patient had seven months to the pump replacement. The physician decided to replace the pump that same day. At the time of report [(B)(6) 2016], the issue had been resolved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.